Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).

Event description:
Surgery was reported interrupted by system message; secondary energy too high. Partial treatment delivered, 37% completion. Patient was rescheduled for completion of case. Upon follow up, additional information was provided by the surgeon. Patient was stated to be hyperopic, with a pre surgery bcva of 20/60 with glasses and contact lenses. The intended objective was to get the best possible correction as the high correction was not possible due to corneal thickness. Flap thickness was reduced to 130. Surgery was stated to have been completed, and a post op ucva of 20/60 was reported, and the patient was stated to be very happy.